Event description:
Conducting a trial of the navilyst powerpicc line. On three occasions, when inserting the line, the rn's noted that the catheter length markings were rubbing off of the catheter. Length markings are integral to confirming the placement of the line.======================manufacturer response for power PICC line, xcela pasv 3f 55cm intermediate mst - 45 lido kit (per site reporter).======================requested products be sent to them. Indicated that they had not heard of this happening before. "Navilyst medical's catheter assembly process includes verification that all printing is complete and legible, as well as testing for ink adhesion. A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications."